Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. There was no report of a device malfunction. Post operatively, the patient presented with sepsis. A trocar injury was noted in the small intestine. The affected portion was removed and re-anastamosed to complete the case. The patient is still in the hospital. There was no other patient consequence.